Event description:
Pt reported experiencing high blood glucose (517 mg/dl), in 2005. They indicated that the device had generated a cartridge/adapter alert. Pt stated that, because they were unable to lower their blood glucose, they discontinued use of the device in 2005. Pt stated that they believe the device was not delivering insulin properly, and was at fault for high blood glucose. At the time of the report, pt had already switched to their back-up device.